Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by arthroscopy, sports medicine, and rehabilitation titled "reconstruction of the medial ulnar collateral ligament using an anatomic technique with suture tape augmentation to allow for expedited return to play in throwing athletes". The study reviewed twenty-four (34) patients who underwent shoulder procedures using arthrex swivelock to treat elbow joint instability. One (1) patient had a revision during the thirty-six (36) month follow-up period. Ref: camp, c. L., et al. (2025). "Reconstruction of the medial ulnar collateral ligament using an anatomic technique with suture tape augmentation to allow for expedited return to play in throwing athletes." Am j sports med 53(14): 3506-3514.